Event description:
It was reported that while tensioning, the springs came out of the back wheel. A second unit failed as well in the same manner. Surgeon had to drill a new bone hole as a result of the incident and then reverted to an arthrex (competitors product) implant to complete the procedure.